Event description:
Caller reported a malfunction on the pump, identified by a malfunction code display, which was not resettable, leading to immediate action being required. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. After reporting the issue, technical support assisted the caller by providing reset information and determining that the pump required replacement due to recurring malfunction. Consequently, centre for technical support (cts) sent a replacement pump and advised the customer on backup therapy to avoid interruptions in insulin delivery, using multiple daily injections (mdi). Customer was guided on returning the faulty pump and understood instructions provided by technical support.